Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 426 mg/dl at the time of incident. The customer treated high blood glucose with bolus. The customer also reported that the insulin pump had sensor update alert. The customer did not receive a change sensor alert after a calibration not accepted. The insulin pump will not be returned for analysis.